Event description:
It was reported to tyco kendall on 10/01 that a nurse had sustained a needlestick. It was reported that nurse had pulled up the safety shield but that it didn't lock when twisted, and further pressure pushed the shield back, re-exposing the used needle.